Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a thyroidectomy procedure, the doctor perceived the instrument wasn't sealing the vessels. The case was completed with sutures. No pt consequence.